Manufacturer narrative:
The details of the device used during the reported event and the conditions of the patient were not included in the original report we received. Several requests were made to the facility, however, to date no additional information was provided.

Event description:
A report of an adverse event was received from a user facility stating that the patient suffered a burn on the neck area from a thermage tip. Photos of the burn and more details were requested but we have not received them.